Event description:
A patient reported experiencing inaccurate erratic results with a otp meter. The patient's blood glucose results were 118 mg/dl, 300mg/dl. Tests were done within 10 minutes with a difference of 77%. Patient did not experience any adverse events. No further information has been reported. Note - customer using alcohol to clean meter.